Event description:
The field service engineer reported a pump with failure code 812:02. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 812:02 was confirmed in the pump's event history file during product evaluation. Failure code 812:02 was caused by a faulty pump head mechanism. The pump head mechanism was therefore replaced.